Event description:
It was reported that the patient, that was enrolled in the a4012 clinical study, experienced a severe event of psychosis and a suicide attempt. The patient was admitted to the hospital and given medication, which was not specified. It was also stated that infectious complications were identified that were thought to be pneumonia. The patient subsequently died eleven days after being admitted. The entirety of the event was assessed as not being related to the procedure or device, and that it was unlikely related to the stimulation of the device. The devices will not be returned for analysis, as the admitting facility pathology department did not explant the devices, therefore the device will not be returned as they were buried with the patient. Additional information that the patient was hospitalized one week prior to his death due to acute psychosis with self-injury behavior and at a later time abnormal body temperature was observed. It was also stated that the serious adverse event was brain edema and chorea-acanthocytosis which were the underlying disease, this was also listed as the cause of death on the death certificate. It was also confirmed that a CT scan, computerized tomography scan, was taken six days post implant and there were no signs of brain edema, hemorrhage, or electrode displacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45dc. Serial: (B)(6) and (B)(6). Batch: 7070222 and 7070447.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: (B)(4). Model: db-2201-45dc serial: (B)(4). Batch: 7070222 and 7070447.

Event description:
It was reported that the patient passed away. The patient, that was enrolled in the vercise dbs dystonia registry, experienced a severe event of psychosis and a suicide attempt, the patient was admitted to the hospital and given medication. It was also stated that infectious complications were identified that were thought to be pneumonia. The event was assess as not being related to the procedure, and that it was unlikely related to the stimulation of the device. The devices will not be returned for analysis, as the admitting facility pathology department did not explant the devices post mortem.